Manufacturer narrative:
Product ID: 9 735740, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the sas non-fns screws have a tip to tip distance of 30.16 in the software. Per the c-102b form (d00526283) the tip to tip distance should be 29.86. This occurs within the spines tools package 34 and up. There was no patient present.